Event description:
Additional information was received that the lead was explanted and successfully replaced during a normal device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this event will be updated.

Event description:
Boston scientific crm received information that this right atrial pacing lead had dislodged. The physician elected to leave the lead as is. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this event will be updated.